Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump felt hot to touch and overheated. The pt claimed that two weeks earlier, the pump alarmed regarding a low battery. The pt reportedly pulled out the battery and noted battery corrosion. The pt cleaned out the battery compartment and inserted a new battery. Two days later, the pt claimed that the same issue occurred. When cleaning the battery compartment, the pt noticed a crack in the pump casing. The pt denied having a blood glucose (bg) excursions due to the alleged issues. The pt was reportedly swimming with the pump. The pump was not losing power or rebooting. The battery cap was intact. The pt was still able to use pump at the time of the contact with animas. No trauma was noted to pump. Based on the info provided, this complaint is being reported due to the allegation that the pump overheated and felt hot to touch. There is no evidence; however, that the alleged issues contributed to a serious injury. The reporter did not allege any harm or injury because of the alleged issue.